Event description:
Reporter states the detent balls on both axles are not releasing when the detent button is pressed which causes the axle to slide in and out of the sleeve while the chair is in use. No injuries reported.